Event description:
The customer reported that while the ventilator was in use on a pt, the unit switched from ac power to battery power and will no longer operate on ac power. The customer reported there was pt involvement with no harm to the pt.

Manufacturer narrative:
(B)(4). Follow up attempts were made to obtain pt information from the customer; no response received to date.